Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. A promus premier ous mr 28 x 4.00mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage. Damaged was noted to the fifth most proximal stent strut row stent with struts lifted and pulled in a distal direction. The undamaged crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 04dec2019. Vascular access was obtained via the radial artery. The target lesion was located in the non tortuous left anterior descending artery. A 28 x 4.00mm promus premier drug-eluting stent was advanced but failed to cross into the circumflex. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.